Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the recess of a 3.5 mm locking screw which was implanted with the plate in question, was worn down while removing with the screwdriver. The surgeon used a high speed steel drill bit and the extraction screw, but they didn¿t work. Then it was drilled with the carbide drill bit, released the screw head from the screw shaft, and removed the screw from the patient. The operation was extended for 30 minutes. There was no adverse consequence to the patient. This report is for an unknown screw. This is report number 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.